Event description:
Patient was a (B)(6) female with a middle cerebral artery (mca) occlusion. Physician used a merci (mc 18l with a penumbra 041 and chikai 14 micro guidewire) to try to remove the clot. Physician first inserted mc 18l and chikai 14 and brought them up to m2, then introduced penumbra 041 up to m1 distal bifurcation of mca. Physician treated the extravasation with embolization coil. The patient expired a day after procedure due to subarachnoid hemorrhage (sah). The relation between the extravasation and sah is unknown. The physician believes that the cause of the extravasation is attributed to the use of penumbra 041. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the patient outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed.